Manufacturer narrative:
As listed in the IFU, contact with oral soft tissue/mucosa has to be avoided and care measures have to be applied if inflammation persists. There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that a patient experienced swelling of the cheek up to the eye after placing ah temp root canal dressing into the root canal of tooth #15 due to overfilling into the periapical tissue. According to the dentist, the material may have contacted surrounding oral soft tissue/mucosa.